Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. While on-site, the customer requested that the fse check the performance of the older batteries in the life flight fleet. The fse tested all four batteries that were date coded 2014. After testing all, it was found that each battery was able to run for 70 minutes with partial charge left. Furthermore, the fse found damage to the outer case of the unit which had recently been replaced due to past damage. In addition, the fse found that the display mount was very loose. Loctite was applied and all screws were retightened. The fse completed all diagnostic and performance tests on the unit. After completing the safety test, the unit was approved for clinical use and returned to the customer.

Event description:
It was reported that the intra-aortic balloon pump (iabp) unit shut off and a battery issue occurred. The customer subsequently reported that the unit shut down during transport and when it was restarted, the batteries still showed partial charge. No adverse event was reported.